Event description:
Uncommanded vertical movement occurred during patient positioning. The patient had just been compressed for a mammo exam using the ecs (easy compression system) when the system gantry began an un-commanded drive towards the floor. The patient was on their knees by the time the tech used the manual compression knob to release the patient. The tech reports they did not think to activate the e-stop botton. No injury was reported. The safety concern is the possibility of serious injury, especially for patients that may recently undergone breast surgery.

Event description:
Uncommanded vertical movement occurred during patient positioning. The patient had just been compressed for a mammo exam using the ecs (easy compression system) when the system gantry began an un-commanded drive towards the floor. The patient was on their knees by the time the tech used the manual compression knob to release the patient. The tech reports they did not think to activate the e-stop button. No injury was reported. The safety concern is the possibility of serious injury, especially for patients that may have recently undergone brest surgery.